Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "pump alarmed "systems malfunction" and shut down with drips running, needed to be completely manually reset. Delayed delivery of inotropes. Internal rl#: (B)(4).". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, medical device catalog #. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device unexpected shutdown during an infusion was able to be replicated during laboratory testing, but error could not be identified in the error log. Inspection of the device identified corrosion on pins 2 and 14 of the left (female) inter unit interface (iui). All inspected parts were manufactured by bd. The pcu latch was noted to be loose, preventing to properly secure attached devices the error, event and battery logs were retrieved from the device to ascertain programming and event details associated to the reported incident on 13 april 2025. A review of the pcu error logs showed no records associated to the date of the reported incident. A review of the associated pcu event log found the system was powered on on 13 april 2025 at 01:54:11 am. Same patient had been selected and the profile ¿pctu/picu¿ was accepted. The dataset in use was identified as ¿umh 04 apr 2025¿. At 01:54 am, syringe module s/n (B)(6) was selected and user selected confirmed syringe size of bd 20ml and device alarmed for ¿operator walkaway¿. Syringe module s/n (B)(6) was selected and device alarmed for ¿operator walkaway¿. Syringe module s/n (B)(6) was selected and user confirmed syringe size as bd 30ml and programmed infusion of ¿epinephrine¿ (drugid= 252) with a rate of 0.32ml/h, volume to be infused (vtbi) of 9.01ml, dose of 0.0296mcg/kg/min and a patient weight of 1.8kg. Infusion was started and recorded a primary volume infused (pvi) of 0ml. At 01:56 am, syringe module s/n (B)(6) was selected and user programmed infusion of ¿milrinone¿ (drugid= 490) with a rate of 0.54ml/h, vtbi of 6.11ml and a dose of 1mcg/kg/min. Infusion was started and recorded a primary volume infused (pvi) of 0ml. At 01:57 am, pump module s/n (B)(6) was selected and user programmed a basic infusion with a rate of 0.5ml/h and vtbi of 100ml. Infusion was started and recorded a primary volume infused (pvi) of 0ml. At 01:58 am, syringe module s/n (B)(6) was selected and user confirmed syringe size as bd 20ml and programmed basic infusion with rate of 0.18ml and vtbi of 8.2ml. Infusion was started and recorded a primary volume infused (pvi) of 0ml. 02:09 am, syringe module s/n (B)(6) was paused and powered off. Recorded a pvi of 0.1106ml. Syringe module s/n (B)(6) alarmed for ¿syringe clamp open¿ and was powered off. Recorded a pvi of 0.0735ml. Syringe module s/n (B)(6) alarmed for ¿syringe clamp open¿ and was powered off. Recorded a pvi of 0.0368ml. Pump module s/n (B)(6) was paused and powered off. Recorded a pvi of 0.112ml. No more infusions were recorded on this date. Testing via the iui test method resulted in a channel disconnection between the source pcu and the dchu test syringe module. The female iui on the pcu was removed, a new dchu test iui was installed temporarily for testing purposes only, and testing was performed again; no channel disconnects occurred with new iui installed. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Bd alaris system iui inspection tip sheet recommends inspecting inter-unit interface (iui) connectors on each alaris pc unit and on each module prior to every use. If any surface contaminants, or blue or green deposits are visible, this means the connector requires replacement. Bd alaris user manual (v12.3.1) warns not allow the cleaning solution to contact the iui connector when cleaning the instrument. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation. The left iui needs replacing; however, dchu will not cover the cost of replacement. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the reported issue of the device unexpected shutdown during an infusion was determined to be the left (female) iui connector of the pcu due to corrosion observed on the component. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "pump alarmed "systems malfunction" and shut down with drips running, needed to be completely manually reset. Delayed delivery of inotropes. Internal rl#: (B)(4).". There was patient involvement, but no harm.